Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis:upon reception, the returned home monitor was tested and the reported behavior was confirmed, as the status light remained orange and no communication was possible. The observed issue could have resulted from a corruption of the flash memory or a corrupted operating system, which prevented the home monitor from booting properly. However, the root-cause of this issue could not be fully identified, as the subject home monitor is permanently damaged. This case is recorded for trending purposes.

Event description:
Reportedly, during first use, the status light of the home monitor remained orange, despite several troubleshooting attempts. The issue was not solved and therefore, the device will be replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during first use, the status light of the home monitor remained orange, despite several troubleshooting attempts. The issue was not solved and therefore, the device will be replaced.